Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the dxc 700 au clinical chemistry analyzer. The cts advised customer to inspect adapter/divers, clean the reagent compartment and recommended for the reagent 1 (r1) probe to be replaced. The customer performed inspection and cleaning of reagent compartment and one a cap in one of the compartments. The cap was removed from compartment. The customer replaced the r1 reagent probe which resolved the issue. No further issue noted. The analyzer returned to normal operation. The customer was satisfied. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported obtaining erroneously low patient results for multiple chemistries which includes fentanyl (fent) and tetrahydrocannabinol (thc) involving the dxc700au chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.